Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the battery drain in the morning. The customer also reported she received a motor error, off no power and failed battery test alarm. Blood glucose value was 117 mg/dl. The customer stated the contacts are not missing or damaged and the battery compartment and spring are not damaged or corroded. The customer was advised to clean the battery cap and insert a new battery; she received failed battery test alarm. Customer was advised the insulin pump would need to be replaced. The customer stated she had a replacement device she had received that would be using it. The device would be returned for analysis.